Event description:
The customer reported that during preventive maintenance of the device, when the energy was selected to 200j, the device rebooted. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.